Event description:
An ultratome xl sphincterotome was used during a sphincterotomy(gender, age, weight unknown). According to the complainant, while bending the cutting wire, the tip of the sphincterotome was"torque". The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
As received, it was found that the distal tip was twisted and the working length was bent. The initial orientation was found to be out of specification. It appears that the working length/ distal tip was twisted likely due to the customer rotating the device handle during the procedure to orient the distal tip. A device history record review of lot number 11288428 was performed and revealed no related issues.